Event description:
Health professional reported a left side rupture, capsular contracture (baker grade IV) and pain. Pain is not related to the device. Healthcare professional later reported left side "exchange from textured to smooth implants due to the patient's concerns with the product", "rupture confirmed with a mammogram" and "capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/24/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, pain, exchange.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: observed two openings on posterior side assessed as surgical damage and fold flaw opening. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed in the surface of the shell. ¿ brown particles observed in the surface of the shell. ¿ observed creases on the device. ¿ observed wear abrasion on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health professional reported a left side rupture, capsular contracture (baker grade IV) and pain. Pain is not related to the device. Healthcare professional later reported left side "exchange from textured to smooth implants due to the patient's concerns with the product", "rupture confirmed with a mammogram" and "capsular contracture baker grade iii." Device has been explanted and replaced.